Event description:
Swelling all over body, knee became painful, unable to walk, eye irritation. Information was received on 15-feb-2006 from a physician regarding a patient, with a medical history of grade iii osteoarthritis, difficulty walking, and painful knees with crepitus, who experienced swelling all over body, knee became too painful, unable to walk, and eye irritation. The patient received one injection of synvisc on an unknown date. The patient received one synvisc injection into an unknown on an unknown date. The physician received a phone call from a patient designee stating that the patient experienced swelling all over the body; knee became too painful, unable to walk, and eye irritation. The patient was hospitalized. The duration of the adverse event was one day. At the time of this report, the patient had recovered without sequelae. Refer to synv-15727 for similar adverse event reported by this physician.